Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During investigation, the reported flashing front panel was not confirmed; the root cause of the reported issue was not confirmed. Evaluation showed that the panel was powering off; this issue occurred due to a faulty motherboard. The root cause of this component issue was not confirmed. Evaluation also showed foreign material present in multiple areas, the cause of this issue was not confirmed with the available information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found beep and front panel off at power-up due to a bad motherboard, quotation for electropneumatic proportional valve, k connector unit, suction repair unit, 1st regulator unit and manifold unit due to inner tube foreign matter the investigation is ongoing and follow-up with is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The field service engineer reported to olympus, the high flow insufflation unit had a blinking panel. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient harm.